Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 214669 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 214669 and device part number 195-430h / lot 212687. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214669 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214669 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.d4 (exp. Date) h3 other text : device discarded; single-use device.

Event description:
The consumer reported on behalf of his wife a case of conflicting results with binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Per the consumer, the first test taken generated a positive result and the second test conducted the same day generated negative result. Confirmation testing was not performed. The consumer reportedly was symptomatic with cold, cough and headache. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The consumer reported on behalf of his wife a case of conflicting results with binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Per the consumer, the first test taken generated a positive result and the second test conducted the same day generated negative result. Confirmation testing was not performed. The consumer reportedly was symptomatic with cold, cough and headache. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.